Manufacturer narrative:
It was reported that a 71-year-old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, perforation and effusion were noted and confirmed by x-ray. Pericardiocentesis was performed to remove 280cc of fluid from the pericardial space, and 250cc were reinfused. Pericardial drain was left in place and was removed the following day. The patient was reported in stable condition and had fully recovered. There¿s no indication that prolonged hospitalization was required. Physician is unsure about the cause of the event. Device evaluation details: the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, all tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting correctly. However, during the patency test it was noticed that the top of the dome does not irrigate correctly. Further investigation revealed foreign material occluding part of the dome. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed foreign material is primarily composed of a biological-based material, presumably human tissue or fluid. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the occluded dome. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the thermocool® smart touch® sf bi-directional navigation catheter (lot 30438612m) was not deflecting properly. The catheter was replaced, and the issue resolved. The case was continued with the replacement thermocool® smart touch® sf bi-directional navigation catheter (30452855m). The reported deflection issue is not MDR reportable since the most likely consequence is an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death is remote. During the ablation phase, perforation and effusion were noted and confirmed by x-ray. Pericardiocentesis was performed to remove 280cc of fluid from the pericardial space, and 250cc were reinfused. Pericardial drain was left in place and was removed the following day. The patient was reported in stable condition and had fully recovered. There¿s no indication that prolonged hospitalization was required. Physician is unsure about the cause of the event. Transseptal puncture was not performed during the case. No steam pop was observed during the ablation. No error message was displayed throughout the case. Graph was used as force visualization feature; the physician was ablating at 20 watts in the coronary sinus. The visitag settings were range: 3mm, time: 3 sec, fot: 25% and 3gr and tag size: size 3 tags.